Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device disassembled. There was no patient involvement, no medical intervention, no surgical delay, and no adverse consequences. Although requested, the complainant is not aware of how the issue was noticed and if the procedure was completed successfully.

Event description:
The user facility reported that the device disassembled. There was no patient involvement, no medical intervention, no surgical delay, and no adverse consequences. Although requested, the complainant is not aware of how the issue was noticed and if the procedure was completed successfully.